Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a cutting balloon catheter and a guidewire became stuck. The target lesion was located in the severely calcified unspecified artery. A 10/2.75 flextome cutting balloon was used to treat the target lesion. During the procedure, friction was noted between cutting balloon catheter and the guidewire. The cutting balloon catheter was unable to move. The devices were removed together as a unit. The procedure was completed with another same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
The complaint device was returned for evaluation. A visual examination of the returned device found a kink in the hypotube. The kink was located at 36cm distal to the strain relief. The kink is consistent with excessive force having been applied to the shaft. An examination of the wire lumen identified no kinks or damage. As part of the device analysis a 0.014inch sized guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a cutting balloon catheter and a guidewire became stuck. The target lesion was located in the severely calcified unspecified artery. A 10/2.75 flextome cutting balloon was used to treat the target lesion. During the procedure, friction was noted between cutting balloon catheter and the guidewire. The cutting balloon catheter was unable to move. The devices were removed together as a unit. The procedure was completed with another same device. There were no patient complications reported and the patient's status is good.